Manufacturer narrative:
(B)(4). No further details regarding patient, product or procedure were provided by the reporter.

Event description:
According to the reporter; the account indicated that the device failed to hold the needle in its jaws. The reloads were not saved. There was no patient or user injury or hazard. The type of procedure that took place is not available. The date of the procedure is not available. Patient details are not available. Another of the same device was opened and used to complete the case. No device component fell into the cavity of the patient. Surgical time was not extended 30 minutes or more available? (Customer response letter) yes.

Manufacturer narrative:
Product analysis: post market vigilance (pmv) received two device opened by the account without packaging in an undamaged condition. The visual inspection of the returned product noted: witness marks from the needle tip impacting the beveled wall were observed for device two and none for device one. No shearing of the toggle switches was observed for any of the devices under microscopic inspection. Pmv performed functional testing on the devices. Devices were loaded with a needle from the post marketing vigilance (pmv) inventory and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. Device two was found to not function properly as needle disengaged while being toggled in media and being toggle outside of media. No difficulty was experienced in loading and unloading the needle in any of the devices. Difficulty was experienced in toggling the needle in device two.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. It was found that no gap existed in the jaws of the device and also noted that the gap shall not infer that the device has a functional issue. There were no visual or functional abnormalities in following product instructions for use. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.